Manufacturer narrative:
Additional information : the actual sample was received for evaluation. A visual inspection was performed which revealed the top side of a ring had an atypical appearance; the ring appeared to have been flattened during the manipulation of the ring. No further functional testing was performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2.5mm coupler was malfunctioning. The malfunction was further described as the ring failed to close when pushing out of the "u-port". This was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.